Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2017 with the following findings:during investigation, the pump powered on to a dim and discolored display. Unrelated to the original complaint, the battery compartment was observed to be cracked. The pump casing was also found to be cracked.

Manufacturer narrative:
The device has been returned to animas. An evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had a blood glucose of 599 mg/dl. The reporter also states that since (B)(6) 2017, the time/date are not retained by the pump when the battery is removed for 24 hours or less: they revert to default settings. This complaint is being reported as the patient experienced hyperglycemia. The time date issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. User error should be considered as contributory to the bg excursion.